Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "post - backup alarm failed" error code. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a "post - backup alarm failed" error code. It was reported that the device had previously had the power management (pm) board, and motor control (mc) board replaced to resolve the issue; however, it was reported that the issue was still occurring. The rse noted that the central processing unit (cpu) would need to be replaced. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the central processing unit central processing unit (cpu) was replaced, and a performance verification test was completed. The issue was resolved, and the device was returned to service.